Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint cannot be confirmed. No visual anomalies were observed that would hae existed prior to explanting and could have contributed to the discomfort reported. The ipg was tested to manufacturing specifications using the auto-tester and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken, explanting and replacing the ipg with a newer model. The patient currently has effective stimulation.

Event description:
It was reported the patient has experienced persistent pain and warmth at the ipg site regardless if stimulation is on or off for the past two months. Follow-up identified the patient was evaluated by the physician and during that time swelling at the ipg site was observed, however no redness. Surgical intervention may be undertaken at a later date to address the issue.